Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. All screws were placed in t11-l3 bilateral. The surgeon was sizing a rod bilateral, the rod was secured with lock screws but he did not like the rod size. The lock screws would not back out so he used the lock-screw torque driver (39-rd-0060) on a handle to remove the lock screw. The driver loosened the screw and the tip snapped off. Suction was used to remove the broken tip from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Manufacturer narrative:
H3 device evaluation - although product was returned for evaluation, it was inadvertantly misplaced before an evaluation could be completed. Review of device history records found ten (10) pieces of lot 33763mm released for distribution on 6/7/2016 with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for this lot. Further review did not identify a trend for reports of this nature for this part number. Should the product be located, an evaluation will be completed and a follow-up medwatfch report will be filed to relay the results.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. All screws were placed in t11-l3 bilateral. The surgeon was sizing a rod bilateral, the rod was secured with lock screws but he did not like the rod size. The lock screws would not back out so he used the lock-screw torque driver (39-rd-0060) on a handle to remove the lock screw. The driver loosened the screw and the tip snapped off. Suction was used to remove the broken tip from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
Device evaluation - the driver tip is fractured with the end missing. The fracture plane is skewed relative to the drivers longitudinal axis which is indicative of failures associated with combination loading (torsion in combination with bending moments). It is unclear if the failure was solely due to the loading conditions associated with this procedure or if crack initiation had been initialed from prior high combination loading during a prior procedure. It is also unclear if a counter torque was being used. A counter torque wrench may mitigate off axis bending moments acting on the driver's tip. Viewing with 5x loop shows multiple fracture planes. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. All screws were placed in t11-l3 bilateral. The surgeon was sizing a rod bilateral, the rod was secured with lock screws but he did not like the rod size. The lock screws would not back out so he used the lock-screw torque driver (B)(6) on a handle to remove the lock screw. The driver loosened the screw and the tip snapped off. Suction was used to remove the broken tip from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.